Event description:
Hcp reported patient presented with signs of an infection of the device pocket. These include fever, redness, swelling drainage, pain, incisional wound opening, and fatigue. Cultures of the device pocket and blood were obtained. Staph aureus was the organism cultured found in the device pocket wound. There was no growth found in the blood. The patient does not have meningitis. The patient was treated with both IV and oral antibiotics and total device system explant. No device were returned to the manufacturer for analysis. Hcp reported patient's infection is resolved.